Manufacturer narrative:
Continuation of medical device: dtmb1d1 ICD implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead threshold was increasing. The lead remains in use. No patient complications have been reported as a result of this event.